Manufacturer narrative:
Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and  p-cap / reservoir will not lock properly due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the crack was seen on battery compartment. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.